Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day as the event onset, the patient was hospitalized for peritonitis. That same day, the patient was treated with intraperitoneal cefazolin (2g per day) and intraperitoneal gentamicin (80 mg per day) for peritonitis. Dianeal therapy remained ongoing. Fifteen days after the event, the cefazolin and gentamicin were discontinued and the patient was discharged from the hospital that same day. Also, that same day the patient had recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.